Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule, which failed to attach. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. A lubricant was used to facilitate placement of the capsule and the delivery system and the capsule will be returned for investigation.

Manufacturer narrative:
Additional information: evaluation summary: this report is based on information provided by medtronic investigation personnel and the sample that arrived. One bravo capsule and one bravo delivery device were received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. The returned sample did not meet specification as received by medtronic - the wire was bent at handle end. The visual inspection found no notable conditions other than stated. The customer reported bravo fail to attach to patient's esophagus. The reported condition was confirmed. The investigation of the returned equipment did identified that the wire was bent by user and have caused the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.